Event description:
Reportable malfunction: on february 16, 1999 novo nordisk a/s received a novopen 3 from germany with the complaint "wrong dosage of insulin." There was no indication of an adverse event. Result and conclusion of manufacturer's investigation - on february 19, 1999 novo nordisk a/s established that the collar on the piston rod unit was broken off when the device was tested for dose accuracy. The device was tested at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.